Event description:
It was reported that interrogation of the device revealed an error message regarding device reset. The device was reprogrammed to prescribed settings. A memory map was saved to hard disk. Reset presented again. Device was reprogrammed to resolve issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.